Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
Per the clinic, the patient had an infection at the abutment site that was treated with oral and topical antibiotics. This report is submitted on march 31, 2020.

Event description:
Per the clinic, the patient had an infection at the abutment site that was treated with oral and topical antibiotics.